Event description:
It was reported that the patient started having occasional pre-syncope episodes, and that there was noise and high impedance greater than 2500 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:06. Daily pace lead impedance trend data shows a spike increase for rv pace = 440 to 3340 ohms peak between (B)(6) 2011, then returning to 456 ohms on (B)(6) 2011. Weekly trend in save to disk data file (B)(4) shows min bat=2.65 to 2.64 volts between (B)(6) 2011, is before device rrt<= 2.62 volt. Ventricular short interval count v-sic=298.7 counts avg/day, in 20.30 days, between (B)(6) 2011 10:51:46 and (B)(6) 2011 18:06:58. 15 - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(6) 2011 21:43:27 and (B)(6) 2011 10:33:04. 3 - vf (ventricular fibrillation) <=210 ms average v-cycle between (B)(6) 2011 09:45:32 and (B)(6) 2011 10:43:38.